Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2017 and presented on 12-nov-2019 with aseptic glenoid loosening. Glenoid loosening and humeral bone loss. The case report form indicates that this event is possibly related to device and definitely related to procedure. Outcome is resolved by revision on 18-dec-2019. Spacer - huge bone loss. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: 4963983 310-01-50 - equinoxe, humeral head short, 50mm (beta): 5044142 300-10-45 - equinoxe replicator plate 4.5mm o/s: 5082308.